Event description:
The lay user/pt contacted lfs on (B) (6) 2010 alleging a not ok message on her one touch basic enhanced meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info. The pt mentioned that on the afternoon of (B) (6) 2010, she developed symptoms of feeling anxious and rapid heartbeat. It is unclear whether she exhibited the symptoms prior to the alleged issue or after the alleged issue. She self-treated more food/drink. She did not seek any further medical attention or contact her physician for assistance. The issue was not resolved via troubleshooting. No further clinical info was provided. It would have been helpful to know when the symptoms occurred (before or after testing) and how long symptoms lasted. It would have been helpful to know the pt's blood glucose readings prior tp the event. Product was replaced. The complaint is being reported since the pt alleged that they were unable to test and developed symptoms of a serious injury and had to self-treat.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.